Event description:
It was reported that the customer received a motor error alarm from his insulin pump. The customer was attempting to program in the basal settings and the insulin pump again alarmed the motor error. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. The pump gave a motor error alarm during the rewind due to an oily motor home switch. Unable to perform the displacement test due to the motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.